Event description:
The customer contacted physio-control to report that their device displayed the charge-pak. There was no patient use associated with this event. Upon further evaluation of the device, a physio-control sales representative observed that the lid latch on the customer¿s device was missing and the lid would not remain closed. It was also observed that the device would not power on.

Manufacturer narrative:
The customer released their device to physio-control for further examination. Physio evaluated the customer's device and verified the reported issue. Physio observed that all three icons (charge pak, attention and service wrench) were present on the readiness display and that the device would not power on when prompted. Physio observed that the device's internal hybrid layer capacitor (hlc) batteries had depleted; however, the cause of which could not be determined.

Manufacturer narrative:
A physio-control sales representative evaluated the device and verified the reported issue. The sales representative observed that the lid latch was missing which caused the lid to not stay closed. Physio-control did not perform any further evaluation on the device. Physio-control advised the customer to remove the device from service and obtain a replacement, as the device is not field serviceable and no longer under warranty. The cause of the reported issue could not be determined.